Event description:
It was reported that 10 bd luer-lok¿ syringes had difficult plunger movement after aspirating 10% dextrose several times. The following information was provided by the initial reporter: "in the nicu, when the sister in charge aspirates the syringes with 10% dextrose, the plunger gets stuck when the aspiration is done twice or thrice."

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Through visual inspection, no damage or other defect can be identified within the device. A device history review was performed for reported lot 2301100, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. The silicone employed in this product is a medial grade and is used during the syringe assembly process to help ease the movement of the plunger. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no issues were observed and the plunger moved without issue. Throughout the manufacturing process, break out force, sustaining force testing, and silicone content testing are conducted for each lot to evaluate the movement of the plunger. Results for the reported lot were reviewed and no issues were identified. The retained samples underwent these same evaluations and all product was verified to meet required specifications. Based on our investigation, we are not able to determine a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 10 bd luer-lok¿ syringes had difficult plunger movement after aspirating 10% dextrose several times. The following information was provided by the initial reporter: "in the nicu, when the sister in charge aspirates the syringes with 10% dextrose, the plunger gets stuck when the aspiration is done twice or thrice".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.